Event description:
It was reported that the patient cannot urinate. The patient has recently been in and out of the hospital. The patient was told by the hospital that they had a urinary tract infection. The patient went to see healthcare provider three days before reported event date. The patient was told that everything was okay by healthcare provider but that he may have an issue with the stimulator. The patient was not comfortable at all and keeps getting infections. The patient was given oral antibiotics and it was not helping (nitrofurantoin), the patient was supposed to take two pills per day). The patient blacked out ¿for¿ the uti(urinary tract infection) that they had. The patient said that she was not feeling stimulation. The patient would like to try increasing the stimulation. The patient checked the device with the programmer and the stimulator was off. The patient turned the stimulator on and felt stimulation too strong. The patient has bowel problems. The patient has had loose stools and incontinence. The patient decreased the stimulation to 2.3 amp. The patient will try leaving the stimulator set at 2.3 amp. The patient was taking two pills per day of oral nitrofurantoin. It was reported that the patient unit was not working and must have gotten turned off when she was in hospital after blacking out on (B)(6). The patient called and was assisted with turning back on and the patient states now it¿s working just fine. The patient also mentioned she had bladder infection and had two falls. The patient was calling in regarding letter of response requested. The patient doesn¿t know what therapy was. It was noted that it wasn¿t working all together. The patient was in the hospital and fell twice and had infection of bladder. It was noted under healthcare provider (urologist) now it¿s clear the bladder infection, just came from healthcare provider (urologist). The patient took biopsy and found spot of cancer. It was noted removed this, tested and said that it was cancer but the healthcare provider was following thru to make sure it¿s clean and the healthcare provider was now watching the patient. It was noted started working properly 2 weeks ago. What happened was, wasn¿t going to the bathroom and in the hospital the patient was full of urine and the healthcare provider emptied bladder which was done about a month ago. The patient states the doctor did laser inside the bladder. Didn¿t urinate for a few days. Interstim wasn¿t on and the patient called manufacturer and was assisted with getting on. It was noted off for about 4 weeks. The infection of the bladder which the patient was told (B)(6) blacked out and ended up in ER(emergency room) and told the patient they had an infection. It was noted doing everything they could. The patient was there for 3 weeks and then couldn¿t take it and went home and called healthcare provider (internist) and gave antibiotic but too strong and blacked out with an overdose because the patient didn¿t eat food with the medicine which was 3 weeks after (B)(6). They didn¿t know what they were treating the patient for than they catheterized the patient. The patient was throwing up and had diarrhea and that¿s when interstim was off. The patient went to rehab after and that was worse. They didn¿t know how to treat the patient. The patient ended going to healthcare provider (a urologist) had two falls ((B)(6) was the first fall and second fall was unknown). It was noted (B)(6) was when the patient went to healthcare provider ( a urologist). The patient was currently feeling stimulation and working fine. It was noted tests with programmer every day. The patient have it on 2.2 volts.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v969911, implanted: (B)(6) 2012, product type lead. (B)(4).